Manufacturer narrative:
Date of event: (B)(6) 2020; date of report: 17feb2020.

Event description:
It was reported that the unit was not detecting the patient's spontaneous breaths. The device was in use at the time of the event; however, there was no patient harm. The manufacturer's clinical specialist spoke with the customer. The customer reported they were new to treating pediatric patients and were using a full face mask and a ventilator with auto trak plus. The vent is giving timed breaths without any issue, but it is not detecting the patient's breaths. The clinical specialist determined that the patient is at the lower spectrum of what the options were intended for. The customer was advised that the deep level of sleep that the patient is in does not produce enough effort to trigger a spontaneous breath.

Manufacturer narrative:
G4: 24feb2020 b3: (B)(6)2020. Correction: the case is classified as a product problem malfunction, opposed to a serious injury case. The device was in use, however, no intervention was reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.